Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: the pump's black box showed two call service 087 alarms on (B)(6) 2016 at 19:59 and at 23:12; deliveries never resumed. The call service 87 failure in the black box was defined as a language file corruption while retrieving the language text. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours with no call service alarms duplicated. The complaint was verified in the history but could not be duplicated during testing. The pump was returned with a colored horizontal green line through the display. A test screen was fully functional with no colored lines. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with polydipsia and extreme thirst associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the pump had vibrated with a call service (cs 069) alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a call service alarm issue.